Event description:
A 43 yr old white g1p1 female status post bilateral subglandular surgitek's less than 300cc, augmentation in 1981. Denies history of trauma except closed capsulotomies twice. One done on lt 1 yr ago. Lt dropped since. Lt always firmer, & painful. Mammogram shows rupture on left. Positive morning stiffness, myalgias, peresthesias, weakness of lt hand, spasms, swelling, hot flashes, night sweats, headaches, dizziness, visual changes, memory loss, hair loss, sensitivity to sun/cold, shortness of breath, choking sensation, weight gain and gastrointestinal/genitourinary disturbances. Otherwise healthy.